Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the catheter allegedly failed to cross. It was further reported that the tip broke off and was lodged in patient. Reportedly, the small tip in the wall of the artery was stented over and secured in place. The procedure was completed using another device. The current status of the patient unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample, one crosser iq ultrasonic cto device was received for evaluation. Upon visual evaluation, no anomalies noted to transducer handle or the gw exit port. The distal tip was noted to be detached and it was not returned. The core wire was exposed at the distal end of the catheter. The distal end of the catheter appeared jagged. No functional testing was performed due to the condition of the device. Therefore, the investigation is confirmed for the reported detachment as the tip of the catheter was noted to be detached and the core wire was exposed at the distal end of the catheter. However, the investigation is inconclusive for the reported advancement failure as the condition is not suitable to perform the functional evaluation to confirm the failure. A definitive root cause for the reported failure to advance and detachment could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the catheter allegedly failed to cross. It was further reported that the tip broke off and was lodged in patient. Reportedly, the small tip in the wall of the artery was stented over and secured in place. The procedure was completed using another device. The current status of the patient unknown.